Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
User facility reported that the graft was patchy. No patient injury was reported. User facility was contacted but no additional information was available at this time. 10-11-2004, left voice mail message with reporter requesting additional information. 10-12-2004, received phone call back from the reporter, who will contact the hospital to get the additional information, if a second site was required or were they able to use the original graft. 10-27-2004, several attempts have been made via telephone and e-mail to gather the additional information, no response has been received.